Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00920 and MFR. Report # 3005099803-2012-00997). It was reported to boston scientific corporation that two stonetome sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, one of the two stonetome devices was unable to bow and the other stonetome's balloon would not inflate. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; "cut wire bent".

Manufacturer narrative:
Two lot numbers (14369141 or 14882778) were provided for the related complaint devices, the complainant could not identify which lot number belonged to the two complaint devices. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4) for the investigation results of bent cut wire. A visual examination of the returned device found that the working length was twisted and the cut wire was intact. Further analysis found the cut wire was bent inside the extrusion, near the handle assembly. A functional evaluation found that the distal end of the device coiled up when attempting to bow the device. After untwisting and straightening the extrusion, the device was able to bow past the 90 degree minimum bowing specification. Additional testing found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device; the measured cutting resistivity was within specification. The outer diameter (od) and length of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the bent cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context.